Event description:
It was reported that the customer had high blood glucose and his insulin pump alarmed motor error. The caller stated that the device was exposed to a high magnetic field, and he has been in the hospital a few months ago due to uncontrollable high blood glucose. The mother stated that the insulin pump was off him when he was admitted. The caller stated that he was with other family members and he was not getting insulin. The customer was extremely dehydrated, and he was taken into the intensive care unit. The mother stated that the customer changed the infusion set the nigh before the event because the tubing was kinked, but he did not check his blood glucose all night long. The customer has been in the hospital a few times for an appendix issues, and his surgeon did not know if he could have side effects during the appendix surgery. The child had also problems with bowels backing up and he was vomiting due to a surgery done in november. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.